Manufacturer narrative:
Us customer contacted cepheid to discuss an uptick in sars positive results which they are questioning. Patient 1: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 2: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 3: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 4: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 5: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 6: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. On (B)(6) 2022, the customer retested the original sample on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. All samples were run on the same lot. Customer changes gloves between samples and wipes counters with saniwipes between samples. Customer cleaned instrument on 6/14 with a fresh 10% bleach solution and 70% ethanol and ran 4 blanks with a new bottle of saline on xpert xpress sars cov-2 on (B)(6) 2022. All 4 blank tests resulted in sars cov-2 positive. Customer has halted testing for now. Negative qc ran with a zeptometrix control on 14-jun-2022 came up negative for sars cov-2. Review of patient test results show 5/6 dual target positive; one is n2 only positive. Of the 5 dual target positives, many are moderately to weakly positive, and one was strongly positive. The one n2 only positive had late CT value. Amplification and epf for all targets and spc appear normal relative to the respective CT value. Review of the saline runs show 3/4 having n2 only positive with late CT value, one was dual target positive but with late CT value (run on same day). Zepto external control runs passed for both pos and neg samples. There is no documented surge in cases in hunterdon county at the time of these samples. While contamination is highly likely to be the root cause, patients were symptomatic and thus should be re-tested as some may be true positives. No reports of patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress sars-cov-2 eua IFU; "positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss an uptick in sars positive results which they are questioning. Patient 1: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 2: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 3: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 4: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 5: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. Patient 6: on (B)(6) 2022, customer tested a sample per pi that was collected within the hour on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. Patient was symptomatic. On (B)(6) 2022, the customer retested the original sample on xpert xpress sars cov-2, which resulted in sars cov-2 positive. This was reported to the doctor. All samples were run on the same lot. Customer changes gloves between samples and wipes counters with saniwipes between samples. Customer cleaned instrument on 6/14 with a fresh 10% bleach solution and 70% ethanol and ran 4 blanks with a new bottle of saline on xpert xpress sars cov-2 on (B)(6) 2022. All 4 blank tests resulted in sars cov-2 positive. Customer has halted testing for now. Negative qc ran with a zeptometrix control on 14-jun-2022 came up negative for sars cov-2.